Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection of the heater line tubing from the cassette was reported, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. This alarm occurred during dwell three of four while the patient was connected for automated peritoneal dialysis therapy. During troubleshooting, it was determined that the heater line tubing came apart from the cassette that led to this alarm. The nurse stated that there was air in the heater line. The nurse stated that the patient would clean the door area of the device before setting up the device for therapy that night. Renal therapy services (rts) reviewed proper procedures per the user manual with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.